Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/50 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information is available. Referenced article: ¿assessment and management of pulmonary vein occlusion after atrial fibrillation ablation.¿ j am coll cardiol intv 2018;11:1633¿9. Doi.org/10.1016/j.jcin.2018.05.020. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication after the use of a cryoballoon ablation catheter: there were patients with pulmonary vein stenosis after an atrial fibrillation (af) ablation procedure. Intervention was required for resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation catheter is unknown. No further patient complications have been reported as a result of this event. No further information is available.